Event description:
Hurricane biliary balloon dilatation catheter was leaking during inflation during the ercp. Another hurricane biliary dilatation new balloon was used and was successful. Boston scientific representative notified. Device not saved. Packaging was saved.